Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: heartware ventricular assist system ¿ controller, controller . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called with alarming ventricular assist device (vad) at home and was unable to perform a controller exchange. The patient presented to the site with external driveline damage. The pins were broken off the controller and were found inside the driveline on visual inspection. The original alarm that occurred was a driveline disconnect. The patient was hospitalized and had a ventricular assist device (vad) and controller exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one driveline cable with unknown serial number and one controller with unknown serial number were not returned for evaluation. Review of the driveline¿s manufacturing documentation could not be performed as the device serial number is unknown. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported "external driveline damage" may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Based on the risk documentation, a possible root cause of the reported broken controller pins may be attributed, but not limited, to a misalignment of the pump port and driveline cable and/or handling of the device. Based on the risk documentation, a possible root cause of the reported vad disconnect alarms may be attributed, but not limited, to a physical disconnection of the driveline from the controller additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.